Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display and the buttons were not responding. Her actual blood glucose level was not reported but she mentioned the blank display caused her high blood glucose levels. She treated her blood glucose level with a manual injection. The insulin pump powered off in the middle of the night and the customer woke up vomiting. She thought she was going into a diabetic ketoacidosis. The insulin pump drained the batteries within two hours. The customer also reported a crack in the upper right hand corner of the display screen. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with blank display due to unlocked connector on lcd board. The insulin pump was unable to verify for, low battery, failed battery test and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.